Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate manufacturer report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the sutures of the first proglide were deployed successfully; however, there was resistance when closing the lever to retract the foot of a proglide device. The foot was able to be retracted and the device was removed without issue. The sutures of a second proglide device were deployed successfully, but there was also resistance when closing the lever to retract the foot. The foot was able to be retracted and the device was removed without issue. The sheath was upsized to a 14f sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.